Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. There were no adverse patient effects observed as a result of the balloon rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the pt anatomy was not described, which may have aided the investigation. Unfortunately, without the returned device for analysis, a conclusive root cause for the balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at 12 atm. Another rx voyager balloon catheter was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information was available.